Event description:
The information provided to sjm indicated the pt had a stroke on (B)(6), 2013. The cause was unknown. The event outcome was resolved on (B)(6), 2013. The pt was prescribed aspirin 100 mg per day.